Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events: 1 event was reported for this quarter. Product return status: 1 device was received. Event confirmation status: 1 reported event was confirmed. Evaluation results: 1 device was found to be affected by missing paint chips. Additional information: 1 device was not labeled for single-use. 1 device was not reprocessed or reused.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device had paint chips missing. 1 event had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale corrected data: b5, h10 4 previously reported events are included in this follow-up record. Product return status 4 device was received. Event confirmation status 4 reported events were confirmed. Evaluation results 4 devices were found to be affected by missing paint chips. This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale corrected data: b5, h10 1 event was previously reported during the reporting quarter; however: - 4 events should have been reported; 4 events were inadvertently excluded.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device had paint chips missing. 4 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program.   Supplemental rationale. 1 event was previously reported during the reporting quarter; however: 3 events were inadvertently excluded. 4 events should have been reported. Product return status: 4 devices were received. Event confirmation status: 4 reported events were confirmed. Evaluation results: 4 devices were found to be affected by missing paint chips.

Event description:
This report summarizes malfunction events in which the device had paint chips missing. 4 events had no patient involvement; no patient impact.